Event description:
The author of a scientific article indicated that a vns patient's "seizure control unexpectedly deteriorated, from 1 seizure every 5 months to several seizures a week, several months later, she had a new model 100 implanted. A representative from the manufacturer studied the generator in vivo and told us it was working as expected. Nevertheless, replacement was associated with the return of the previous degree of control." The cause of the reported seizure increase and their relationship to vns therapy is unknown. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Article citation: murphy jv et. Al. "Vagal nerve stimulation in refractory epilepsy: the first 100 patients receiving vagal nerve stimulation at a pediatric epilepsy center." Arch pediatr adolesc med 157.: 560-564, 2003.